Manufacturer narrative:
As reported there was no identified malfunction of the device. It was reported that the user did not remove residual arista after hemostasis was achieved per recommendations within the instructions-for-use (IFU) supplied with the device. The second procedure was performed approximately 24 hours after the first case. Residual arista ah material generally resorbs 24-48 hours after use. The most probable root cause appears to be related to a use issue. In which the user did not remove excess arista ah at the site following the initial use. A review of the device history records (DHR) confirmed there to be no manufacturing or material issues identified, and the production lot was manufactured to specification. The warning section of the instructions-for-use states, "once hemostasis is achieved, excess arista ah should be removed from the site of application by irrigation and aspiration particularly when used in and around foramina of bone, areas of bony confine, the spinal cord and/or the optic nerve and chiasm. Arista ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista ah should be removed. The possibility of the product interfering with normal function and/or causing compression necrosis of surrounding tissues due to swelling is reduced by removal of excess dry material." Additionally, the directions for use section reiterates that the arista ah should be removed from the site once hemostasis is achieved. Note: the product catalog # provided is the similar device that is sold in the USA. The actual product catalog # / lot number sold to the customer in (B)(6) is sm0002 / 5773901. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported, arista ah was used during a laparoscopic hysterectomy case. It is reported that once hemostasis was achieved the surgeon, who was a first time user of the product, did not remove the excess arista ah material from the site. Approximately, 24 hours later the patient returned to the or for as reported unrelated reasons. During the procedure a ¿ball of gel.¿ was noted at the site. The surgeon identified this as residual arista ah. The residual material was removed without incident or injury to the patient.